Manufacturer narrative:
Results: device history review found the product met specifications when released for distribution. Analysis: received in a cloudy formalin solution in a small specimen container placed in an explant kit. A large piece of host tissue was received with the valve for analysis. All leaflets are slightly stiff but flexible. A large hole in the outflow tunica of the non-coronary cusp appears to be due to the leaflet attachment to host tissue adhered to the inner outflow wall and margin of attachment. Host tissue appears to have infiltrated the layers of tunica due to residual evidence. A large piece of glistening off white panus that appears to have extended along the sewing ring on the inflow onto the tissue and base stitching, into all inferior coaptive areas and approximately 1 to 3 mm onto all cusps reducing the inflow orifice area. Thick panus extends along and over the outflow rails of the stent onto the margins of attachment of all cusps and commissural areas. Radiography shows trace mineralization in the host tissue along the sewing ring and piece of host tissue received with the valve. The DHR for this device was reviewed and no issues were shown that would have impacted this event. Conclusion: reduced performance of the device attributed to host tissue overgrowth. The device was explanted and replaced without reported pt complication.

Event description:
Medtronic received information that this bioprosthetic heart valve was explanted due to structural valve deterioration. Specifically, central regurgitation was noted by echo and by cath prior to the procedure. Calcification and cuspal stiffening was noted. The pt had a history of rheumatic heart disease, and two recent mrsa skin infections. The device was replaced without reported pt complication.